Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the reservoir was leak. The customer's blood glucose was 250 mg/dl, 134 mg/dl. The 4 reservoirs leaked right after filling them. The customer was assisted with the leak. The product will not be returned for analysis.